Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and an infection. The blood glucose reading was 27 mmol/l. It was stated that the customer was not entering any blood glucose in her bolus wizard and she was just guessing her carbohydrates while being on a vacation. Advised that she should revert to back up plan of manual injections. Troubleshooting was performed. It was stated that the bolus history revealed several no delivery alarms. Ran a fixed prime test and the insulin exited. No further information was provided.